Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4274 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was removed because of patient¿s swollen arm: infiltrate. It was stated the PICC had large ¿tear¿ in it.